Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the returned device may have assisted in the investigation of the reported event. Therefore, a conclusive cause for the reported needle to cuff miss could not be determined. A cuff miss can be influenced by numerous factors including, but is not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, the needle trajectory of every device is verified and a sampling of finished devices is destructively tested to verify the functionality of the device. User technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may cause a cuff miss. Information about user technique was not provided. Patient anatomy (e.g. Calcified arteries, morbidly obese patients, etc.) May contribute to a cuff miss. Femoral angiogram revealed no presence of vessel calcification. No other information about patient anatomical condition was provided. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. Based on the review of lot history record and a query of the complaint handling databases, event information and testing/inspection criteria for this lot, a product quality deficiency was not noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all relevant information.